Event description:
Per the audiologist, the patient was explanted due to a decrease in performance. The results of an integrity test in 2009 indicated neither evidence of malfunction of the receiver/stimulator nor electrode array faults.the patient was explanted six months later, and the patient was reimplanted with a new device during the same surgery.